Event description:
The customer reported to baxter (B)(4) regarding the flo-gard IV sol. Admin set in which the tubing fell off right below the drip chamber. There was a lot of nacl on the floor as a result. The patient was fine. There was no injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample from a different lot number was sent in for an evaluation; the sample was found to be disconnected between chamber and tube. A close visual inspection revealed that the tube which is inserted onto the chamber pip during the assembly process at the plant, was all twisted and the chamber pip damaged. The customer confirmed that some of the nurses had tried to find out whether other sets could also risk to be disconnected and they had tried to pull the tubing to test whether they were secure. Since no actual nor companion sample of the same lot number was sent in for an evaluation; the reported condition was not confirmed. The cause of the condition has not been identified. Additional information: a batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.